Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving unknown baclofen (3500 or 4000mcg/ml at an unknown dose) via an implanted infusion pump. The patient thought the doses had increased, but did not know what they were. The indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient believed she was hearing a two-tone critical alarm that began on (B)(6) 2017. The patient had reportedly heard the alarm every couple of hours. It was noted that the patient was in isolation, and no programmer was available so telemetry had not been performed. The pump was due for a refill on tuesday (relative to the date of report). Per an old print out the patient had, there were 1 hour intervals for both the critical and non-critical alarms. No symptoms were reported and the hcp was trying to reach the patient's managing hcp. Additional information was received on (B)(6) 2017, and it was confirmed that an unknown manufacturer representative interrogated the pump and determined that the patient's pump was empty. The patient's managing hcp came and filled the pump, and reported that there were 0.25 ccs left in the pump prior to refill. The pump was completely filled, and the issue was considered resolved. No further complications were reported or anticipated.